Event description:
Patient was prepped by [redacted name], pa using bd surgical clipper (vacuums hair) and bd surgical clipper blade (ref# 4406). After clipper used, [redacted name] pointed out to [redacted name], rn that the patient has a razor burn-type rash on his bilateral groin areas. [Redacted name] texted [redacted name], apsm and informed her of what had happened. [Redacted name] is adamant that she had been careful when using the hair clipper. (Note: a product was involved, per next question on this rl, however the blade used to shave (clip) the patient was disposed of).